Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results the complaint device was not returned; therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. A review of device history records was not performed for this device. The history did not display results. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed (which is one of the last steps of the preparation procedure). The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or was related to a device malfunction. In addition, it was reported that physician removed the ligator shrink wrap earlier in the setup process instead of at the end of the setup. However, according to the IFU, this step must be performed at the end of the setup to ensure proper device function. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
This pertains to one of two speedband superview super 7 devices used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the scope was removed with the band in place, and an attempt was made to deploy another band outside of the patient, the band did not release. Then an attemp to tighten the wire to ensure proper attachment and placement was made, but the band still could not be released. A second speedband superview super 7 device was installed without being tested outside the patient. This second speedband superview super 7 device also failed to deploy the bands. The same troubleshooting steps used with the first speedband superview super 7 device were attempted by the technician while the resident nurse obtained an additional speedband superview super 7 device. The third device was attached, secured, and tested prior to insertion, using the same application and technique. The bands deployed as intended and the procedure was completed. There was no difficulty setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process instead of at the end of the setup. However, according to the instructions for use (IFU), this step must be performed at the end of the setup to ensure proper device function.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
This pertains to one of two speedband superview super 7 devices used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the scope was removed with the band in place, and an attempt was made to deploy another band outside of the patient, the band did not release. Then an attemp to tighten the wire to ensure proper attachment and placement was made, but the band still could not be released. A second speedband superview super 7 device was installed without being tested outside the patient. This second speedband superview super 7 devices also failed to deploy the bands. The same troubleshooting steps used with the first speedband superview super 7 devices were attempted by the technician while the resident nurse obtained an additional speedband superview super 7 device. The third device was attached, secured, and tested prior to insertion, using the same application and technique. The bands deployed as intended and the procedure was completed. There was no difficulty setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process instead of at the end of the setup. However, according to the instructions for use (IFU), this step must be performed at the end of the setup to ensure proper device function.